Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.5ml 31g 6mm s/c u-100 relion was unable to aspirate during use. The following was reported by the initial reporter, "it was reported that 1 syringe would not draw up insulin. (Verbatim:) consumer reported found 1 syringe that would not draw up insulin nor air. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 12/28/2020. H6: investigation: customer returned (1) 1/2cc, 6mm, 31g relion syringe in an open poly bag with the shelf carton from lot # 0013117. Customer states that the syringe would not draw up insulin. The returned syringe was examined and exhibited a crack in the barrel ranging from the 0-15 unit markings. The syringe was then tested and the sample was not able to draw properly. A review of the device history record was completed for batch# 0013117. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200867826, 200872884] noted that did not pertain to the complaint. Root cause: maintenance dispatches (l2l) #91297 was created on 10mar2020 for numerous index jams. H3 other text: see h10.

Event description:
It was reported that a syringe 0.5ml 31g 6mm s/c u-100 relion was unable to aspirate during use. The following was reported by the initial reporter: "it was reported that 1 syringe would not draw up insulin. Verbatim: consumer reported found 1 syringe that would not draw up insulin nor air. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 12/28/2020. H6: investigation: customer returned (1) 1/2cc, 6mm, 31g relion syringe in an open poly bag with the shelf carton from lot # 0013117. Customer states that the syringe would not draw up insulin. The returned syringe was examined and exhibited a crack in the barrel ranging from the 0-15 unit markings. The syringe was then tested and the sample was not able to draw properly. A review of the device history record was completed for batch# 0013117. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200867826, 200872884] noted that did not pertain to the complaint. Root cause: maintenance dispatches (l2l) #91297 was created on 10mar2020 for numerous index jams. H3 other text: see h10.

Event description:
It was reported that a syringe 0.5ml 31g 6mm s/c u-100 relion was unable to aspirate during use. The following was reported by the initial reporter: "it was reported that 1 syringe would not draw up insulin. Verbatim: consumer reported found 1 syringe that would not draw up insulin nor air. "